Event description:
It was reported that upon device preparation prior to procedure, it was noted that the insertable cardiac monitor exhibited failure to interrogate via bluetooth telemetry. The icm was not used. There was no patient involved.

Manufacturer narrative:
The reported event of no bluetooth (ble) telemetry was confirmed. The device was unable to establish telemetry upon receipt. Device was cut open, which revealed device battery voltage was at end of life (eol) level. A longevity calculation was performed and found the battery depletion was premature. Hybrid current was monitored, and high current drain was noted. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. No other anomalies were found.